Event description:
It was reported that balloon rupture occurred. A 3.5-2/4t/90 symmetry balloon catheter was advanced for dilatation. However, during first inflation at 3 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: a sv/3.5-2/4t/90 was returned for analysis. The returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied, and a pinhole leak was identified at the distal end of the distal markerband. No other issues were noted. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. The rated burst pressure for this device is 15 atmospheres as per symmetry directions for use. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no issues. A visual and tactile examination identified a kink at the proximal end of the tip as it meets the balloon. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 3.5-2/4t/90 symmetry balloon catheter was advanced for dilatation. However, during first inflation at 3 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.